Manufacturer narrative:
There was no device returned to olympus for evaluation. The reporter did not provide specific lot number of the device nor contact information for the gynecologist. The cause of the patient¿s outcome cannot be determined. According to the sales representative, the gynecologist did not directly allege the device to be the cause of the patient¿s outcome, but the gynecologist requested information about the thermal profile of the device. This report will be updated if additional and significant information becomes available later.

Event description:
An olympus sales representative was informed by a gynecologist that during an unspecified procedure a patient sustained injury to the ureter. It is unknown if the gynecologist suspects the thunderbeat to be the cause of the patient¿s outcome, as there was limited information provided regarding the event and the user.